Event description:
It was reported the prior to the implant of this transcatheter bioprosthetic valve, during loading, the valve was not docking well in the capsule. The handle was rotated completely to complete the loading process. Upon fluoroscopic inspection of the valve load, a frame node overlap involving the fourth node was noted. Despite the misload, the physician elected to use the valve for the procedure. A pre-implant balloon aortic valvuloplasty (bav) was performed due to a highly calcified bicuspid valve. The valve and delivery catheter system (dcs) were inserted into the patient and advanced to the annulus. Upon deployment, an infold was observed in the valve frame. A diagonal line in the valve frame was confirmed on an echocardiogram. The valve was recaptured and withdrawn from the patient. A new valve was loaded into a dcs. Upon fluoroscopic inspection of the valve load, a frame node overlap involving the second node was observed. A second bav was performed. The valve and dcs were inserted into the patient, advanced to the annulus, and the valve was deployed. Following initial deployment, the valve was recaptured for an unspecified reason. The valve was deployed a second time. The valve frame appeared elliptical in shape; however, the valve was fully released. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34 (lot: 0012397887); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012436654); product type: 0195-heart valves; product ID: d-evolutfx-34 (lot: unknown); product type: 0195. Product ID: evolutfx-34 ((B)(6)); product type: 0195. Patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-34 (lot: 0012404902); product type: 0195-heart valves; implant date n/a; explant date n/a updated: b5, d4, h4, h6, h11 corrected: h8 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the prior to the implant of this transcatheter bioprosthetic valve, during loading, the valve was not docking well in the capsule. The handle was rotated completely to complete the loading process. Upon fluoroscopic inspection of the valve load, a frame node overlap involving the fourth node was noted. Despite the misload, the physician elected to use the valve for the procedure. A pre-implant balloon aortic valvuloplasty (bav) was performed due to a highly calcified bicuspid valve. The valve and delivery catheter system (dcs) were inserted into the patient and advanced to the annulus. Upon deployment, an infold was observed in the valve frame. A diagonal line in the valve frame was confirmed on an echocardiogram. The valve was recaptured and withdrawn from the patient. A new valve was loaded into a dcs. Upon fluoroscopic inspection of the valve load, a frame node overlap involving the second node was observed. A second bav was performed. The valve and dcs were inserted into the patient, advanced to the annulus, and deployed. Following initial deployment, the valve was recaptured for an unspecified reason. The valve was deployed a second time. The valve frame appeared elliptical in shape; however, the valve was fully released. No patient complications were reported as a result of this event. Additional information was received that under-expansion was not observed with the elliptical shape of the second valve frame. No re capture was performed, rather a post-implant balloon dilation with a non-medtronic (z-med 24) was performed to resolve the infold. A procedural delay occurred as a result of the infold.